Manufacturer narrative:
(B)(4).

Event description:
It was reported " distal tip of iab did not unwrap". Additionally it was reported there were high pressure alarms on insertion and the distal tip appeared to not unwrap. Manual inflation was done twice but the tip still did not inflate. Volume was reduced to 40cc and pumping resumed without alarms. This same catheter was used to complete therapy and was removed after already scheduled weaning. The patient was reported as " stable" and there was no complications with removal. No patient injury or consequaence reported.

Event description:
It was reported " distal tip of iab did not unwrap". Additionally it was reported there were high pressure alarms on insertion and the distal tip appeared to not unwrap. Manual inflation was done twice but the tip still did not inflate. Volume was reduced to 40cc and pumping resumed without alarms. This same catheter was used to complete therapy and was removed after already scheduled weaning. The patient was reported as " stable" and there was no complications with removal. No patient injury or consequaence reported.

Manufacturer narrative:
Qn # (B)(4). Returned for investigation was a 50cc 8fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was at approximately 43.7cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The distal and proximal portion of the iabc bladder was noted wrapped (or considered twisted); the middle portion of the iabc bladder was noted fully unwrapped. A bend to the iabc central lumen was noted at approximately 23.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photos show the distal portion of the iabc bladder was noted wrapped (or considered twisted). The findings noted in the photos are consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 23.4cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 58.1cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal tip of iab did not unwrap" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.